Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer contacted customer service support reporting the rotor punctured the blood lines. A biomedical technician was contacted and removed the machine from the floor. Additional information was requested but was not received to date.

Event description:
A customer contacted customer service support reporting the rotor punctured the blood lines. A biomedical technician was contacted and removed the machine from the floor. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.